Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient twiddled the device consequently dislodging the atrial lead. This lead was explanted. No additional adverse patient effects were reported.